Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was not capturing at maximum output. The patient was not symptomatic. The lead was capped on (B)(6) 2018. The patient¿s condition was stable throughout the procedure and post operation. The physician suspected that the patient must have developed scar in that the location of the lead, unrelated to the device since the implant.